Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported that the table functions were not working from the remote or keypad. Put the table into emergency override, no change. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Customer reported that the table functions were not working from the remote or keypad. Put the table into emergency override, no change. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The inspection of the device concluded fluid ingress damaged electrical parts inside the operating table which led to the loss of function of the device. The cause for the fluid ingress could not be clarified, no manufacturing or design defect was identified. According to the IFU the device may not be cleaned by machine. Cleaning must be carried out by hand using appropriate utensils. The defect electronic components were exchanged and the device is working as designed. Based on this no further information is available.